Event description:
It was reported that the user did not complete the ilet supply change process and remained on the fill cannula step, resulting in no insulin delivery for approximately four hours and a reported blood glucose of 401 mg/dl, which constituted a use-of-device problem associated with an unspecified device component; troubleshooting and education on correct supply change steps were completed. Symptoms included hyperglycemia, sleepiness/drowsiness, dry mouth, and nausea. Outcomes included a delay to treatment or therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and associated the event with use error rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.

Manufacturer narrative:
Initial.